Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. Based on the DHR review of this product, there was no issue identified regarding sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. The sterilization process used by medtronic utilities bbg solution (sterilant : 0.2% 20-24 hour exposure at 38-42c) which has an anti-microbial kill on the microorganisms, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. It is unlikely that the reported endocarditis originally stemmed from the device and/or manufacturing valve process. Based on the received information, the patient has a history of intravenous drug use; this could be the contributing factor to the endocarditis.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that ten months following implant of this bioprosthetic valve, this valve was replaced with another bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was removed due to infective endocarditis. The patient was an intravenous drug user. The infective organism was not indicated in the patient's file. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.